Manufacturer narrative:
Final analysis found that the insulation was abraded at 22.4cm to 22.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against the suture sleeve. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25250. It was reported that a patient presented for laser lead extraction on the right atrial (ra) lead and right ventricular (rv) lead due to noise resulting in high ventricular rates, automatic mode switch, and pacing inhibition. Both leads were successfully explanted and replaced. The patient was in stable condition.